Manufacturer narrative:
Zoll investigation on the coolgard ivtm system (sn (B)(4)) has been completed and console was sent back to the user's facility. However, awaiting service record(s) from a zoll technician who evaluated the console. A supplemental report will be filed when the investigation record has been received.

Event description:
As reported, the coolgard ivtm system (sn (B)(4)) turns on properly but the monitor screen displaying cross lines. The issue occurred in the user's office. No patient involvement.

Manufacturer narrative:
The reported complaint of the coolgard ivtm system (B)(4) monitor screen displaying cross lines was confirmed. A zoll distributor (3rd party) technician replaced the monitor to remedy the reported complaint. The console was sent back to the customer for therapy use. The thermogard xp ivtm system is a reusable device and was manufactured in march 2007. The device has been operating for over 11 years and has exceeded its expected serviceable life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for coolgard ivtm system serial number (B)(4) .